Event description:
Event description: boston scientific crm rec'd info that the pt implanted with this implantable cardioverter defibrillator (ICD), expired for unspecified cause. At the time of the pt's death there were no allegations against the device. Two years later the family of the pt has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Not returned. Event conclusion: the device was likely buried with the pt as it has not been returned. Attempts have been made to identify the cause of death however as of the date of this report the cause of death is unknown. There is no additional info related to this event. We will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. In 06/05, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before 04/2002 and is included in this population. While this device was part of the advisory population, we do not have sufficient info to determine if this device behaved in the manner described in the advisory.